Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left upper lobe tongue segment resection and lower lobe wedge resection, when being applied on upper lobe of trachea, poor staple formation was observed. During the operation, the handle could not continue to be fired after the abnormal noise occurred halfway through the firing process. New pair of instruments were used to resolve the issue in order to complete the case. There was no patient injury.